Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
On (B)(6) 2013 patient reported having concerns with the buttons on the infusion device. Patient stated the rubber is worn down and cracked on the up button and the down button is starting to wear down. Patient reported that if he presses the button hard, it does work. Patient stated the button still vibrates and beeps when pressed. Patient reported the concern is intermittent that it works. Patient stated that it is the up button that is not working. Patient reported the buttons are not flat. Patient stated he noticed the concern when he bolused that it wasn't working correctly. Patient reported the concern began happening about a month ago. Patient stated that he did receive notification of the recall years ago. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications. Result: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.